Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The reporter noted that during a surgical procedure using panta instrument set; the threaded axis was stuck inside the jig. The scrub nurse could not separate the instruments and had to open a new instrument set for the surgeon to complete the procedure. The reporter noted the jig was faulty and felt this caused a "significant increase in surgery time." There was a 5 minute delay in surgery due to this issue.